Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered an unknown fluid leak after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The patient confirmed after treatment was competed the patent woke up to fluid on their floor and on top of the cart where the cycler sits. The patient could not confirm where the leak was coming from after inspecting the supplies. The patient stated they checked inside of the cycler set door and confirmed the inside of the cycler door was dry. The patient stated they use 1 hanging bag, and the bag and connection were dry. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they have not ordered a replacement cycler and will follow up with technical support for the replacement. The patient confirmed that the cycler set and the heater bag used during the reported event are available for return to the manufacturer for physical evaluation. The old cycler is available for return. The lot number of the cycler set was unknown.

Manufacturer narrative:
H3 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered an unknown fluid leak after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The patient confirmed after treatment was competed the patent woke up to fluid on their floor and on top of the cart where the cycler sits. The patient could not confirm where the leak was coming from after inspecting the supplies. The patient stated they checked inside of the cycler set door and confirmed the inside of the cycler door was dry. The patient stated they use 1 hanging bag, and the bag and connection were dry. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they have not ordered a replacement cycler and will follow up with technical support for the replacement. The patient confirmed that the cycler set and the heater bag used during the reported event are available for return to the manufacturer for physical evaluation. The old cycler is available for return. The lot number of the cycler set was unknown.